Event description:
Customer reported that pump battery would not charge. There was no adverse impact to customer's blood glucose level. Technical support advised customer to try different wall outlets and replace charging cable and adapter, but issue persisted. Consequently, decision was made to replace pump. Meanwhile, customer would use mdi as backup insulin therapy.